Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device was sent to downstream occlusion testing and the device failed low. The cause was identified to be an out of specification downstream sensor and failing tubing guide verification. The force sensor was calibrated and tubing guide was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed downstream occlusion. No additional information is available.